Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced high glucose and called for assistance with a cartridge change while using an ilet with a steel 6 mm contact/detach infusion set; support guided a full supply change and proper cartridge replacement sequence, including rewind, cartridge insertion prior to connector attachment, disconnection from the anchor site, tubing fill, reconnection, and cannula fill, after which insulin therapy was resumed. Symptoms included hyperglycemia. Outcomes included user education on device operation and safe reconnection, with instruction to remain disconnected from the infusion site for at least two hours while the device charged and the user administered a manual insulin injection. Investigation included troubleshooting by customer support with step-by-step verification of setup and priming procedures. Investigation of this case revealed no confirmed device malfunction and that the event was consistent with use-related factors during a cartridge change and charging period, with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.